Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger was unable to charge a battery) has been confirmed. As received, the battery charger/modem was unable to charge a battery. Upon investigation, there was liquid contamination on the battery board and q1 was internally shorted. The cause for the failure was isolated to the contaminated battery board and the shorted component. The root cause for the contamination was ingress of an unknown liquid and the root cause for the shorted component was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.